Manufacturer narrative:
In follow-up with the hospital could be revealed that a third-party service organization has determined that the internal battery was out of specification ¿ this has triggered the reported reboot. The battery was replaced and the device is back in use. Without the possibility to evaluate the device, dräger is not able to draw a reliable conclusion about the root cause for the observed reboot; the most likely explanation however would be the following: the savina is equipped with an internal battery that is intended to cover mains power losses or ensure ongoing ventilation during a patient transport. The device software performs a battery test procedure in the background in regular intervals to calculate the battery status and the runtime forecast. If a particular test instance fails due to an outdated or depleted battery this may trigger a reboot of the entire device. During a reboot sequence the airway pressure will be released to ambient and the device posts an alarm to alert the user about the reboot. After a typical period of 12 seconds the reboot will be completed and the device resumes ventilation with previous settings. The internal battery shall be checked in regular intervals and replaced every two years. The particular savina device is seven years old, service status is unknown. It cannot be excluded that lac of maintenance was a contributing factor in the reported event. Dräger finally concludes that the device behaved as specified upon an error condition of a single component. Replacement of the component has fully solved the issue ¿ the device is back in use. No patient consequences have been reported for the particular event.

Event description:
It was reported that the device posted an alarm and performed a reboot. The patient was connected to another device; no consequences have reportedly occurred.